Event description:
Small cracks on the plastic sheath.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. Previous investigations found the breakages are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(4), 2008 via (B)(4). The complaint sample was manufactured after the changes. Based on previous similar events, the root cause is attributed to product wear out. No corrective action taken for the samples manufactured after the design change. Complaints will be monitored via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.